Event description:
The customer reported that during an antibody screening assay, the sample barcode in row h was misread. No death or serious injury was assoicated with this event. An ortho field service engineer was dispatched.